Event description:
A high bias in quality control (qc) values was observed for the advia centaur xp insulin (iri) assay when using lot #85. The qc issues were resolved at the customer site with new reagent lot # 86. The customer repeated previous patient samples and the repeats were outside of the limit of acceptability. No results were reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
The cause for the high bias in quality control (qc) for the advia centaur xp insulin (iri) assay when using lot #85 is unknown. Both siemens healthcare diagnostics and kyowa investigated the issue. The in-house and commercial qc results were within (B)(4) and the (B)(4) patient results were within (B)(4) the data for the qc and patients is within specifications. The instrument is performing within specification. No further evaluation of the device is required.